Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod longer than 48 hours on the leg. Multiple corrections were administered using the pod, but the bg levels did not decrease and insulin was leaking out. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.

Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.